Event description:
It was reported the patients left lead displayed impedance issues causing the system to autoreduce. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which lead was affected.

Manufacturer narrative:
Additional components potentially involved in the event include: serial: (B)(4). Batch: a000111636. Model: 3186. UDI: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.